Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 600 mg/dl. The customer stated that she was vomiting and could not get her blood glucose level to come down. Customer also reported that she was sent the wrong size of cannula. The customer also reported an additional incident in which she had a blood glucose level over 500 mg/dl, which was treated with a manual injection. The customer reported that the insulin pump had a motor error alarm, which caused her to stop using the device. The insulin pump was not replaced or returned for analysis.